Event description:
It was reported that a user experienced difficulty pairing a new dexcom g6 continuous glucose monitor (cgm) and transmitter to the ilet bionic pancreas, where the g6 displayed ¿start sensor¿ without progressing to demonstrate pairing and the system did not initially connect. After guidance to toggle g6/g7 settings and re-enter the sensor and transmitter codes, the system displayed ¿searching for transmitter,¿ and subsequent follow-up confirmed the cgm had entered warmup with expectation of readings after completion. No adverse physiological effects reported. Outcomes included user education and successful transition to cgm warmup with anticipated restoration of glucose data after warmup. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed that the cgm pairing process was delayed and then proceeded to warmup, consistent with device communication and setup timing. It was concluded that the event was related to pairing workflow and that no patient harm occurred.